Event description:
The event is reported as: "complaint alleges that the mac 3 blades are having difficulty maintaining connection to the handles. Complaint alleges that the handle moves away from the connection and doesn't stay illuminated." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
A device history record (DHR) review could not be conducted at this time since this is a purchased finish good for which the vendor owns the DHR. No corrective/preventive action is required. Complaint is unconfirmed. Sample was not returned for investigation. Root cause cannot be established. No further action required.